Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported to have had used many different types of products on these wounds. He reported the use of oral prednisone, topical collagen, xeroform gauze and stomahesive powder. The end user informed he uses the eakin seal with wafer. He further stated he has a softball sized hernia under his stoma and wears a hernia belt. He reports seeing a physician and ostomy nurse weekly. He informed that he is willing to try the one piece pouch due to the hernia to relieve pressure from the flange and hernia belt. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
End user reports a six month history of two open areas above and below his stoma. The top stoma area is 3.0 cm in size; below stoma area is 2.5cm in size. The end user stated the areas did drain, but now they are not draining. He reports the areas will look as if they are healing and then reopen.